Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The tandem pump user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer used cold insulin to fill the cartridge and did not complete the air removal step. Customer loaded a new cartridge to resolve the issue. There was no reported impact to the customer¿s blood glucose level.